Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient came to the emergency room indicating that the device had fired twice within a 10 minute period. Upon a remote monitoring transmission, the device was found to have had a full electrical reset. Follow up indicated a potential issue with lead causing the arcing of the shock current resetting device. The lead was capped and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.